Manufacturer narrative:
The cable was tested with known functional icp express monitor and microsensor. No issues were identified, all functioned properly. The reported complaint was unable to be confirmed. The lot information was not provided; therefore, a manufacturing review could not be performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Standard treatment actions in connection with high icp was implemented. CT was performed. Neurosurgeon and person in charge of patient were kept informed. After CT, icp was measured via evd and showed a pressure og 4mmhg vs codman icp express 18mmhg. The neurosurgeon decided to discontinue the microsensor. The sensor was checked vs air and showed a value of 8mmhg before it suddenly dropped to -44 mghg. After the sensor was put in water it showed 7-8 mmhg. The reference number was checked and it was correct (508). In (B)(6) 2016 we had lots of incidents with the equipment and all the monitors and cables were changed. This incident looks like the ones we had before we switched the equipment. We would codman to check the used equipment and microsensor. Per rep: like I stated in the complaint form the incident happened post operatively. Nothing happened to the patient. The sensor was removed. All the products involved will be returned for evaluation.